Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During servicing, fse confirmed the error by observing the low pressure on the instrument. The complaint was resolved by replacing the 2-way valve for buffer 3. The customer ran quality controls (qc) and patient samples with acceptable results. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 09-oct-2017 through aware date 09-nov-2018. There were two (2) similar complaints, including this complaint, identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 6.3 error messages when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages with these errors, the assay stops and the analyzer immediately enters stand-by state. 101 pressure low the pressure will not rise because the pump is unable to run due to air bubbles in the pump check valve. If the elution buffer is empty, place a new elution buffer and execute reagent change. Next, execute drain flush. See "chapter 5 section 5.5: pump air removal". Execute manual pumping using the pump key in the main screen (second screen), and open and close the drain valve 2 or 3 times. If the pressure rises when the drain valve is closed, the operation is complete. If the pressure still does not rise or stabilize, execute drain flush again. In addition, confirm that the drain valve is securely closed. The most probable cause of the 101 low pressure error has not been determined. The investigation is in progress.

Event description:
A customer reported that they were getting error 101 pressure low on g8 instrument. The customer changed the buffer but there was no change. Technical support (ts) instructed customer to confirm the straws were below the surface and then perform two drain flushes. The pressure after the drain flush was at 9.41 mpa. The customer then reported that the issue is sporadic having occurred at least three times that day but was likely resolved with the drain flushes. Ts asked the customer to confirm if there were any leaks and there were none. However, upon follow up, the customer reported that the instrument had low pressure again and they were not able to run. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Additional information: concomitant medical products.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: the 2-way solenoid valve #3 was returned for evaluation. Functional testing was performed on the part and there was no transfer of fluid observed. The reported issue was confirmed. The part failed testing. Evaluation codes: method: 4109-historical data analysis, 10-testing of actual/suspected device. Results: 180-mechanical problem identified. Conclusion code: 4307-cause traced to component failure. The most probable cause of the reported event was due to failure of the 2-way buffer solenoid valve #3.